Event description:
It was reported a spectrum pump failed to alarm for an upstream occlusion while delivering medication to a pt. The pump was programmed to deliver at a rate of 15 ml/hr (medication and vtbi are unknown). It was reported the pt's blood sugar level increased.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom. The evaluation was able to reproduce the reported symptom by moving the slide clamp into a partially occluded position. When the slide clamp was positioned such that the line was not fully occluded, the occlusion was confirmed by visual confirmation of drops falling in the drip chamber as the pump continued to run without detecting the occlusion. Review of the event history log supports the report of the device not alarming for an occlusion at the time of the event.